Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line was cracked and leaking. The contact was unsure of how the patient line became cracked. Reportedly, a new cartridge was successfully loaded. Customer had elevated blood glucose (bg) levels reaching over 600 mg/dl, and "slight" ketones. Customer administered manual injections to address elevated bg levels.